Manufacturer narrative:
The service engineer (se) reported that the issue was found during preventative maintenance. No patient involvement reported. The se reported that the device was charging the battery, but after four hours, the battery does not charge more than 12 volts. The service engineer (se) reported that the battery was replaced, and the device was operating correctly. The system meets the specification for the performed service and is returned to use.

Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a battery failure. The service engineer (se) reported that the issue was found during preventative maintenance. No patient involvement reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a battery failure, and that the battery had less than 12. The se reported that the device was charging the battery, but after four hours, the battery does not charge more than 12 volts. Repair is still pending.